Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted cs 064 call service alarms during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/08/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continued use. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. The pump was opened to find moisture on the printed circuit board near the audio bolus button connector, and in the audio bolus button switch assembly.

Manufacturer narrative:
(B)(4).